Event description:
The pt was bilaterally implanted with smooth low bleed gel-filled mammary prosthesis. Subsequently, the pt experienced bilateral ruptures of the devices, capsular contracture and pain. The devices were removed on 10/29/97.